Manufacturer narrative:
(B)(4) combined report. Investigations conducted by corin have identified that this event was due to the hospital not being informed prior to surgery that not all instruments were available in the kit. Following the receipt of this feedback, corin have provided training to the applicable personnel and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Not all minihip instruments were provided in the instrument kit due to a back order. The surgeon, instead of switching to a competitor product decided to use a different broach handle from the minihip instrument kit which then resulted in the fracture of the patient's femur and an approximate delay of 1 hour to the surgery.